Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/17/2016 to report that on (B)(6) 2016 their receiver displayed a system check error. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it found no observations related to the customer complaint. A global receiver functional test was performed on the receiver and it found no failures related to the customer complaint. Receiver's data logs were downloaded and reviewed, finding a screen error alarm related to incident, in addition to a firmware error. Based on the finding of firmware error this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.